Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The first loading unit was received with some staples protruding from the proximal end. The second loading unit was received with a full complement of staples. Both knife blades noted no damage. The first loading unit was reset and loaded into a representative instrument. The single use loading unit (sulu) and representative device were applied to the appropriate test media with acceptable results. The second loading unit was loaded into a representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, the surgeon tried to fire the device after the first reload was loaded, however it could not fire they then replace the reload, but then same event occurred. They then used the third reload and the firing was completed with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.